Event description:
On (B)(6) 2010, it was reported that the pt was in a great deal of pain two weeks after the implant. The pt received the device after a hernia surgery cut the inguinal nerve. The pt stated that the trial went well but the full implant was not helping. The pt had the device amplitude up to 9.5 and had to recharge every 36 hours. On (B)(6) 2010, it was reported that the pt was notified that the leads were out of place approximately two weeks after the implantation surgery. The revision surgery was scheduled for (B)(6) 2010 or (B)(6) 2010. On(B)(6) 2010, it was reported that the pt experienced a burning sensation over the last few days. On (B)(6) 2010, the hcp reported that the pt was last seen on (B)(6) 2010. A device interrogation showed no problem with the device, and a fluoroscopy showed that the device was intact and the leads had not migrated from their original implant position. The hcp was reluctant to do any surgery until (B)(6) 2010. The hcp later reported that the pt's pain had improved greatly since the implant, and the hcp planned to revise the lead in (B)(6) 2010 to capture the genitofemoral and ilioinguinal nerves. On (B)(6) 2010, it was reported that the pt experienced burning, severe pain at the lead location when stimulation was on, that did not go away for several hours after stimulation was turned off. It was reported that the leads were placed in the inguinal hernia nerve damaged area. On (B)(6) 2010, it was reported that the burning sensation was worse when the implantable neurostimulator (ins) was palpated. On (B)(6) 2010, it was reported that the pt felt that his leads had dislodged. The pt had an x-ray recently and could not see anchors holding the leads in place. The pt stated that the hcp did not suture the leads into place, resulting in increased baseline pain. On (B)(6) 2010, it was reported that the pt also experienced pain at the ins site, starting in (B)(6) 2010. On (B)(6) 2011, the hcp reported that the pain was due to a painful connector/anchor in conjunction with ilioinguinal nerve intractable pain. It was also reported that the pt experienced ambulation changes, emotional changes, and psychological changes. The entire system was explanted on (B)(6) 2010 resulting in a pain improvement. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4).